Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow; it was further described ¿when the elastomeric was removed, no drop of fluorouracil was observed to reflux to the outside¿ and the pump was full. This was observed during patient infusion with fluorouracil; the patient was on folfox (oxaliplatin, leucovorin, fluorouracil) treatment. The central venous catheter (cvc) line was heparinized. There was no report of patient injury or medical associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured on august 10, 2022 - august 12, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a fluid inside the bladder which suggested a no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.